Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the ¿preparing to prime¿ loop. The customer¿s blood glucose level was 152 mg/d at the time of the incident. Customer stated that they were stuck on the fill-tubing portion of the set change and the insulin pump did not proceed to next step. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they were able to proceed to next step. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.